Event description:
Per the health care professional, the electrode array of the pt's device migrated out of the cochlea. The device was explanted and the pt was reimplanted with a new device. No further info was made available on this pt who was implanted and resides outside of the USA.